Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the malfunction is likely due to the following- dirt on plug unit, shield cover and circuit board in scope connector is due to water leakage, for which the most probable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited dirt on plug unit, shield cover and circuit board in scope connector. There was no patient involvement.